Event description:
It was reported that a user of the ilet system announced meals to lower blood glucose, effectively using meal entries as correction doses, and was advised not to do so. Symptoms included hyperglycemia peaking at 377 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, specifically interaction with the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.